Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. It was the surgeon's decision to remove the implants.

Event description:
The patient had left side si joint arthrodesis around (B)(6) 2021 where three implants were installed. The patient later reported to a different surgeon with complaints of continued si joint pain. The surgeon determined that the implants were well positioned and not loose but decided to remove the implants anyway. In (B)(6) 2021, the surgeon performed a revision procedure where he removed all the implants using chisels as they were solidly fixed in bone. It is not known if bone graft was added to the explant void. The surgeon did not indicate that any of the implants were loose or malpositioned. The status of the patient following the revision procedure is not known.